Manufacturer narrative:
Citation: mcelhinney d et al. Transcatheter tricuspid valve-in-valve implantation for the treatment of dysfunctional surgical bioprosthetic valves: an international, multicenter registry study. Circulation. 2016;133:1582-1593. Doi: 10.1161/circulationaha.115.019353.) No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding off-label use of transcatheter aortic and pulmonary valve prostheses for tricuspid valve-in-valve implantation within dysfunctional surgical tricuspid valve bioprostheses. All data were collected from a multicenter registry between april 2008 and march 2015. The study population included 156 patients (mean gender not provided, mean age 40 years), 94 of which were implanted with medtronic melody valve (serial numbers were not provided). Among all patients 22 deaths occurred (1 procedure-related, 14 cardiovascular, 7 non-cardiovascular). None of the deaths were attributed to medtronic product. Among all patients these adverse events occurred: elevated gradients, 3 thrombus, tricuspid regurgitation (21 mild, 6 moderate-severe), 3 mild tricuspid paravalvular leak, 4 endocarditis, 2 stenosis, 1 pulmonary embolism, 1 valve embolization during implant, and 21 patients requiring additional procedures (9 pulmonary valve replacement, 5 arrhythmia ablation, 2 permanent pacemaker implant). During the follow-up period 10 patients required reintervention (9 tricuspid valve replacements, 1 valve-in-valve with a non-medtronic device). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.